Event description:
Drive devilbiss healthcare received notification from a patient using a scooter that (B)(4) imports and distributes. The patient was using the scooter in her kitchen, she attempted to turn left and the unit allegedly tipped over. She claims to have broken her shoulder, sprained her neck, and also hurt her head. She went to her physician to get an x-ray which showed a shoulder injury. Once she fell, the steering wheel allegedly broke as well. The patient requested to have the broken unit picked up from her home.